Manufacturer narrative:
(B)(4). Lot number information was not available at the time of the report. Therefore, the manufacturing date is not available.

Event description:
It was reported that a tracheostomy tube had "a crack on the neck holder" during patient use. Recannulation of the patient was required. There was no reported harm to the patient. There is no report of death or serious injury associated with this event.